Event description:
Kimberly-clark received a report from (B)(6) stating, "during a planned change of the enteral feeding tube the water in balloon yielded 2 milliliters of water. Then milliliters was reinserted, we thought potential balloon had burst. Attempted to remove water but unable to remove the tube. We used a paper clip on the balloon valve, no water yielded. A small hole was made below the balloon port to release the water, it was unsuccessful. Patient brought to a & e, attempts were made to intubate balloon tract with wire to unblock balloon port. The top of the tube was cut off. Attempted to burst the balloon with needle under ultrasound guidance. Failed tube slipped into the stomach. Endoscopy was required to puncture the balloon and yield remnant of tube." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore, we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.